Event description:
The customer reported that a popping noise came from the c-arm and the left hand monitor went black. They had to reboot to continue the case.

Manufacturer narrative:
The ge service rep could not duplicate the problem. The system functions as intended.